Manufacturer narrative:
(B)(4)

Event description:
It was reported that high, out of range hv lead impedance was observed. The physician elected to keep the lead in service with the svc coil turned off. Programming changes were made, and dft testing was successful.